Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured internal carotid artery aneurysm. It was noted that the patient's vessel tortuosity was moderate. The landing zone was 3.6mm distally and 4.28mm proximally. It was reported that there was no issue with the two pipeline ped implanted stents. The polytetrafluoroethylene (ptfe) wings would not allow for recapture. It appeared that wings never actually flipped and were corked inside the microcatheter. The pushwire (capture coil) got stuck during retraction at the tip of the microcatheter, and it was not rotated during removal. The pushwire and the catheter were not damaged. The angiographic result post-procedure was good. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID ped2-375-12 (d033035); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: upon review of the information provided, it was determined that the previously assigned fdd a150101 code was not applicable so it was removed as there was no reported issue with the deployment or opening of the braid. The complaint was related to the delivery system (wings and capture coil) resistance during retraction after successful braid deployment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.